Event description:
The reporter states that the accu-chek comfort curve strip expiration date is 05/31/2008. The electronic inventory system expiration date for the strips is 05/31/2007. Batch record verification also confirmed the expiration date as 05/31/2007. No symptoms reported. No actions taken or treatment given based on event. No adverse event reported. New strips sent and return requested.